Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received insulin pump error and delivery stopped and insulin pump was completely stop working. The blood glucose was 300 mg/dl at the time of the incident and declined troubleshooting for it. Customer treated high blood glucose with syringes give himself a shot. He did restart the pump and rewind it, still shows the same exact error. Customer got same error during rewind test. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.